Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient experienced blood glucose values as high as 600 mg/dl. The patient's insulin pump had a no delivery alarm, which she resolved via infusion set and reservoir change. The insulin pump also had difficult to press buttons. The customer had to really mash her buttons in order to activate their functions. Troubleshooting was declined for every issue. The insulin pump was not returned for analysis.